Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had exhibited low out-of-range shock impedance measurements that had fluctuated between 0 to 50 ohms since april. The patient presented to the emergency room (ER) due her implantable cardioverter defibrillator (ICD) emitting beep tones attributed to the low out-of-range shock impedance measurements. Additional information received reported that the rv lead was explanted and replaced due to lead fracture. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had exhibited low out-of-range shock impedance measurements that had fluctuated between 0 to 50 ohms since april. The patient presented to the emergency room (ER) due her implantable cardioverter defibrillator (ICD) emitting beep tones attributed to the low out-of-range shock impedance measurements. Additional information received reported that the rv lead was surgically abandoned and replaced due to lead fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to b5: this lead was surgically abandoned, not replaced. Correction to d6b: explant date was removed, as this lead was surgically abandoned on (B)(6)2023, not explanted.